Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received eight bursts of inappropriate anti-tachycardia pacing (atp) and five inappropriate shocks. Technical services (ts) reviewed the data and determined the rhythm to be atrial driven sinus tachycardia (st). Device currently remains in service. No adverse patient effects were reported.